Event description:
It was reported that this right ventricular (rv) lead had exhibited a possible allergic reaction due to patient experienced a burning sensation at the device site. The technical service (ts) referred the patient to the device clinic. There was no additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this right ventricular (rv) lead was explanted, and a new system was implanted. There was no additional adverse patient effects were reported.